Manufacturer narrative:
It was reported that the foot section of the bed does not move when buttons on the pendant are pressed. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that the foot section of the bed does not move when buttons on the pendent are pressed.